Manufacturer narrative:
D6: device returned with no lot identification. Based upon the information received and the visual examination, it was condluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported during a laparosocpic assisted vaginal hysterectomy at the end of the case, when reloading the instrument the anvil came forwarded and would not open. The same device was used to complete the case. There was no consequence to the pt.